Manufacturer narrative:
It was reported that the customer received a recall notice for the bed pendant and that the pendant had "shocked" the customer "several times previously" and reported smelling "rubber melting." Per the customer, the pendant buttons do not work or are stuck and the device becomes warm or hot to the touch. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. No additional information is available. There were no reports of death, serious injury, medical intervention, or follow-up care. It has been determined that the event did not involve a death or serious injury; however, it meets the definition of a reportable malfunction, as recurrence of the malfunction could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.

Event description:
It was reported that the customer received a recall notice for the bed pendant and that the pendant had "shocked" the customer "several times previously" and reported smelling "rubber melting." Per the customer, the pendant buttons do not work or are stuck and the device becomes warm or hot to the touch.